Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The grasping section was closed without grasping anything while the output activation in seal & cut mode was activated, (this includes after tissue resection) causing the tissue pad to wear out and peel off partially. 2. Due to wear of the tissue pad, the non-insulated area of the grasping section came into contact with the probe. 3. The output was activated while the non-insulated area of the grasping section was contacting the probe causing a seal & cut short circuit error. It also generated a contact mark. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Event description:
As reported for this event by the customer, during a therapeutic thyroid procedure, and e508 short circuit error messages were frequently received for the device. Subsequently, the device tissue pad was very much worn. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. The output settings at the time of the event were seal and cut 3, seal 2. The intelligent tissue monitoring (itm) setting were on during the procedure. It is not known if the device was inspected prior to use.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the tissue pad was unevenly worn and partially peeled off. There was a mark on the tip of the probe where it made contact with an uninsulated part. There were marks on the uninsulated part of the probe where the probe tip had come in contact with the uninsulated part. Probe checks were performed for the device in combination with test usg-400, esg-400, and td-tb400, and no errors were found. When seal mode output was performed with the gripping section closed, a seal short-circuit error occurred. The seal output was checked because the tissue pad wears out when the seal and cut output is performed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.